Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an alert on the right ventricular lead with an event of impedance out of range. There were no patient consequences and was discharged without intervention reported.